Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, herpetic keratitis was noted one day post operative. Unsatisfactory results can be explained by this.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported surgery results were not as they were planned post lasik on a patient's left eye. At one day post operatively, lacrimation, photophobia and foreign body feel were reported. Bandage contact lens is being used to treat. Patient was prescribed a topical steroid, topical antibiotic and topical lubricating drops. Approximately two weeks post-operatively, blurry vision was noted out of the left eye. Patient continues to use all topical drops and an oral steroid was prescribed. Approximately three weeks post-operatively, blurry vision continues and patient remains using all topical drops. Approximately one month post-operatively, vision is reported insufficient. Patient developed an acute respiratory virus infection. Viral conjunctivitis(possibly herpes) was noted. The flap was lifted with a cannula and irrigated. Soft contact lens was placed on the eye. Approximately one week later, tree-like cloudiness in the stroma persists but is less intensive. Steroid, anti-viral and enzyme treatment were recommended. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A clinical applications specialist review showed based on the provided information, only a limited evaluation from an applicational point of view could be made. Normal parameter (e.g. Optical zone, etc.) Should have been used for the laser. A contribution of the laser system to the reported event can be excluded to the greatest possible extend. The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
(B)(4).